Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of brakes difficult to engage/disengage for our stretcher lines (product code ink), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2023-00302 was originally submitted on march 1st, 2023. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
No new information.